Event description:
IV pump sounded occluded, the PICC line had a streak of blood in the tubing, infant's arm was repositioned, and the tubing was checked and the pump still said occluded. The blue "clave connector" was switched, during the switch three rn's noted that the clear rubber stopper in the clave was completely pushed down and did not come back into position like it normally would. The malfunctioning "clave connector" was saved and new connector placed. The PICC still would not flush, and was removed by the nnp (neonatal nurse practitioner). In summary, PICC line was not able to flush, upon disconnecting at clave connector she noted that middle was collapsed and able to flush anything through it. Nnp changed the clave connector and again tried to flush unsuccessful.